Event description:
It was observed that during the device evaluation, the subject device exhibited a foreign object stuck in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and it being unknown if the customer followed the instructions for use for reprocessing, it is unclear what may have caused the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.